Event description:
It was reported that, "tip of the removal shaft broke off during a screw removal. Surgeon had a hard time engaging the instrument with the screw, and after several attempts, finally thought it was fully engaged, but tip of shaft broke."

Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.